Event description:
It was reported that upon deployment of an ivc filter, imaging demonstrated that two filter legs were crossed. The filter was removed without incident through the same access site and another was successfully implanted. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter and the delivery system were discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.